Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The location of the leak was reported as "from number 4 or 5 stop on tubing or 1st luer lock valve". The set was primed with no issues. The event occurred during heparin infusion. An unspecified infusion pumped air in line and the infusion was stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.